Event description:
Cancer pt admitted with swollen inflammed area overlying left chest port. During removal, the catheter was noted to have a fracture in the tubing near the connector hub. The pt was examined by the pac, and he felt the last chemotherapy treatment given was infiltrated subcutaneously, causing the current admission. Pt's treatment/chemotherapy delayed and will require administering by a different method or will result in delay in additional treatment.